Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.